Manufacturer narrative:
Concomitant medical products: 4068-52 lead implanted (B)(6) 2000.

Event description:
It was reported that the atrial lead exhibited decreasing impedance to low levels, and insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.